Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed. The patient's rv lead was explanted and replaced, and this device remains in service. No additional adverse patient effects were reported.